Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2014-24315. Reference MFR. Report: 1627487-2014-24316. It was reported the patient experienced an anxiety attack and requested for scs system be explanted. Additional, the patient reported experiencing residual stimulation when stimulation is off. Surgical intervention took place to explant the entire system. It is unknown which leads the patient had implanted with, therefore, all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.